Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation and ER visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod, the site was irritated, painful and skin would come off when removing it. The patient visited the emergency room (ER) where the doctor prescribed a cream (name unspecified) to treat the affected area and advised to get off the pod until the sites get better.